Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Tandem technical support educated the customer on proper load techniques. Customer declined to loaded a new cartridge to resolve the issue and continued to use the original cartridge. There was no adverse impact to the customer¿s blood glucose level.